Event description:
It was reported that when the patient presented in the emergency room, infection and pocket erosion were observed. The patient was feeling weak. A hole within the patient's scar line and pus were noted. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.